Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account for further investigation. Attempts have been made to obtain additional info by phone, fax and mail. A completed questionnaire was received on (B)(6) 2013.(B)(4).

Event description:
An ophthalmic tech reported that following an intraocular lens (iol) implant procedure, the pt's outcome was not optimal. Medical records were received and reviewed. According to the medical records, at the one month postoperative visit, the pt reported his eye was watering and his visual acuity was not better. Additional info has been requested. Additional info was received from the opthalmic tech who reported that the postoperative data was inaccurate due to the dry eye syndrome. She reported that in the surgeon's opinion the iol did not cause an unexpected outcome. She reported that medications were required to treat the corneal edema, blepharitis and dry eye syndrome postoperatively. The corneal edema and blepharitis resolved after one week. The dry eye syndrome was diagnosed and treatment was started preoperatively. The pt was re-evaluated and the outcome had resolved.